Event description:
The customer reported generation of erroneous high potassium (k) patient results after maintenance was performed on the dxc 700 au clinical chemistry analyzer. The high patient results were reported outside the laboratory and later amended. There was a report of a change in patient treatment. As a result, one (1) patient was treated with k reducer. There was no report of death associated to this event. The customer confirmed there was no harm to patients due to the event. The customer did not provide patient data or demographics. The customer did not provide additional information.

Manufacturer narrative:
A beckman customer technical specialist (cts) assisted the customer with troubleshooting the dxc 700 au clinical chemistry analyzer. The customer evaluated the dxc 700 au clinical chemistry analyzer and as troubleshooting measure recalibrated potassium (k), reran quality control and repeated redrawn patient samples. The failure mode could not be confirmed based on the available information provided. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).